Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® urine collection cup had the stopper creep out or loose closure. The following information was provided by the initial reporter: "problem with the closure of the sterile pots, contains many poorly closed or even completely open pots. Some jars have a crooked lid and their sterility is questionable.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® urine collection cup had the stopper creep out or loose closure. The following information was provided by the initial reporter: "problem with the closure of the sterile pots, contains many poorly closed or even completely open pots. Some jars have a crooked lid and their sterility is questionable.¿